Event description:
It was reported that two weeks post implant, the patient complained of chest pain and was checked for a possible perforation. It was also reported that small p-waves were noted on the atrial lead and that the patient was in atrial fibrillation. A pericardial effusion was observed. The lead was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analysis found no anomalies. However, the proximal conductor was distorted and had blood/body fluid (not obstructed). The outer insulation was breached cut. There was blood in/on the helix/lobe mechanism and there was tissue on the helix. Visual analysis noted that the lead had apparent explant damage.